Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 28-dec-2017 from physician. This case concerns a patient (demographics: not provided) who received treatment with synvisc one injection and after unknown latency had increased pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency, indication: not provided). On the same day, the patient had increased pain after the injection. Corrective treatment: not reported for both events. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse. Events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 04-jan-2017: this case concern a patient who received synvisc one injection from the recalled lot and had severe pain in knee. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.

Event description:
Bedridden for 2.5 days [bedridden] could not put pressure on her left leg as it was swollen/ swelling in left calf/ left leg swelling really badly down through calf into the ankle and right leg swelled around the knee. [Leg edema], device malfunction [device malfunction], inflammation [joint inflammation] ([knee pain], [joint warmth], [joint swelling]), weight bearing difficulty/ could not put pressure on her left leg [weight bearing difficulty], couldn't walk / pain was so severe that she needed help walking and used a cane/ still uses cane because her ankles and knees of both legs still swell/ cannot get up or walk/ has to be driven to doctor [unable to walk], being sick all over / suffering very badly [sickness] running a fever [fever], has been going downhill ever since the synvisc one injections [condition worsened] fluid was drawn from one knee and one ankle [joint effusion]. Case narrative: this unsolicited case from united states was received on 15-dec-2017 from patient. This case concerns a 82 year old female patient who received treatment with synvisc one and after an unknown latency patient was bedridden for 2.5 days, could not put pressure on her left leg as it was swollen, weight bearing difficulty/ could not put pressure on her left leg, swelling in left calf/left leg swelling really badly down through calf into the ankle and right leg swelled around the knee, couldn't walk/ pain was so severe that she needed help walking and used a cane/ still uses cane because her ankles and knees of both legs still swell/ cannot get up or walk/ has to be driven to doctor, being sick all over/ suffering very badly, running a fever, has been going downhill ever since the synvisc one injections and inflammation. Also, device malfunction was identified for the reported lot number. The patient's medical history was significant for high blood pressure, arthritis, thyroid disorder, sulfa and nickel allergy (rash-hives). Patient stated that she had synvisc-one in the past and did not have this sort of experience. Concomitant medications included diltiazem hydrochloride (diltiazem), losartan potassium (losartan), bumetanide (bumex) for high blood pressure, levothyroxine sodium (synthroid) for thyroid, omeprazole (prilosec) for acid reflux. On (B)(6)2017, patient received treatment with intra articular synvisc one injection, one dosage form once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) for knee osteoarthritis. On an unknown date in 2017, latency unknown, patient stated that she has had a lot of problem since her synvisc-one injection. Patient stated that she has been to the ER (emergency room) twice. Patient stated she had pain, inflammation, warmth, weight bearing difficulty/ could not put pressure on her left leg, swelling in left calf/left leg swelling badly down through calf into the ankle and right leg swelled around the knee and was bedridden for 2.5 days. Patient stated that she was really scared. Patient stated it has taken 2 weeks since she has felt "halfway normal". Patient stated that she was still having some issues and has not fully recovered. Patient said she received injections in both of her knees and she has pain in both knees but the left knee was worse. Patient stated she has informed her doctor of this. On (B)(6)2017 (2 days after first dose of synvisc one), the patient had severe pain in right/left knees with swelling in left calf. Patient stated that she could not walk and that she could not put pressure on her left leg as it was also swollen. Patient said she was given prednisone and was told to elevate and ice her leg for 2.5 days. Patient said overall, she was feeling better but that she has pain occasionally and her knee "catches" sometimes. On (B)(6)2017, the patient consulted the healthcare professional. The patient visited the emergency room, and she was not admitted in the hospital. It was reported that on unknown dates the patient ended up in emergency room twice, the first time was three days after the synvisc one injections. Patient had been advised pain medication and otc ibuprofen. On an unknown date, fluid was drawn from one knee and one ankle, but the results of any tests performed were unknown. Since an unknown date the patient had been using cane because her ankles and knees of both legs still swell, the left leg is worse than the right. Also, it was reported that the patient had taken steroids by mouth and had steroid injections. The patient's doctor had prescribed antibiotics since the patient was having episodes of being sick all over and running a fever (latency: unknown). It was also reported that the patient was previously very active but now has to be driven to the doctor (latency: unknown). The patient's daughter reported that her mother was suffering very badly and had been going downhill since synvisc one latency: unknown) corrective treatment: prednisone and elevate and ice her leg for could not put pressure on her left leg as it was swollen/swelling in left calf; prednisone for inflammation; not reported for rest events. Outcome: not recovered for could not put pressure on her left leg as it was swollen/ swelling in left calf; unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for bedridden for 2.5 days; required intervention for could not put pressure on her left leg as it was swollen/ swelling in left calf and inflammation; permanent or significant disability and required intervention for device malfunction. Follow up was received on 21-dec-2017. No new information was received. Additional information was received on 13-feb-2018 from a healthcare professional. The suspect drug's batch/lot number was added. The patient's medical history and concomitant medications were added. Additional event of device malfunction was added. The event term of could not put pressure on her left leg as it was swollen was updated and could not put pressure on her left leg as it was swollen/swelling in left calf; outcome for the same was updated from unknown to not recovered. Event of inflammation was updated to serious. Clinical course was updated. Text was amended accordingly. Additional information was received 13-feb-2018 from the patient. Medical history of rash, hives was added. Text was amended accordingly. Additional information was received 05-june-2018 from the patient. Event of running down a fever, being sick all over/suffering badly and has been going downhill ever since the synvisc one injections were added. Event for couldn't walk updated to couldn't walk/ pain was so severe that she needed help walking and used a cane/ still uses cane because her ankles and knees of both legs still swell/ cannot get up or walk/ has to be driven to doctor and swelling in left calf updated to swelling in left calf/left leg swelling really badly down through calf into the ankle and right leg swelled around the knee. Clinical course was updated and text was amended accordingly.